Event description:
The patient stated that his infusion device is over delivering and his blood glucose levels have dropped several times due to this. He stated he was having trouble controlling his diabetes in general. He was not able to provide any specific blood glucose values. He stated he could not remember it had been a long time. He stated he went to the va hospital and was seen by triage department in 2006 for erratic blood glucose levels. The patient was not able to provide information regarding his hospital visit. He did see his physician and a follow up appointment was scheduled for 3 months later. He stated he was unable to set a "temporary basal rate decrease" and this is why his infusion device was over delivering. He stated that his "h" button is defective. He stated he is also having difficulty bolusing due to the defective "h" button. Product was requested to be returned for evaluation.